Event description:
It was reported that the fiber was connected to the console and while it was being inserted in a rigid ureteroscope, it broke. The fiber was retrieved by an instrument. The ureteral tumor ablation procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber was connected to the console and while it was being inserted in a rigid ureteroscope, it broke. The fiber was retrieved by an instrument. The ureteral tumor ablation procedure was completed with another device. There were no patient complications.